Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report her recommended bolus insulin dose has been the same amount every time. During the review of the animas pump setting, it was noted that the insulin on board feature was turned off. The patient declined to complete troubleshooting the animas pump. Hence, the animas could not confirm if the subject pump was programmed accordingly. The reported issue was not resolved with training. There was no report of any required medical treatment or symptoms. This complaint is being reported due to the unresolved insulin on board setting. There was no hcp treatment or symptoms to suggest a serious injury.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.